Event description:
It was reported that during a lap nissen procedure, the surgeon needed to ligitate a bleeder said he did fire plastic to plastic, but the clips wouldn't form. Doctor had to suture bleeder laparoscopically - extended or time. No other pt consequence reported.

Manufacturer narrative:
Evaluation summary: the instrument was returned with a sample cup with five unformed clips. The analysis results confirmed that the jaws had become yielded causing the clips to be fed slightly out of the jaws intended position; therefore, the clip would not close properly leaving a gap and making the instrument non-functional. However, the instrument fired 6 clips conforming during analysis. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch record was reviewed and no anomalies were noted during the mfg process. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips".